Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of four for this event. Reference reports 3004485144-2016-00361 thru 3004485144-2016-00364.

Event description:
It was reported that three closure tops fractured during final tightening. Additionally, a pedicle screw disassembled while trying to further install it into the pedicle after initial placement within the same procedure. The three closure tops and pedicle screw were replaced. There were no reports of patient harm associated with this event, however the surgery was delayed by 45 minutes.

Manufacturer narrative:
The returned closure tops were evaluated. The threads were deformed, likely related to cross-threading. A review of the manufacturing records did not identify any issues which would have contributed to this event.